Event description:
The customer reported to olympus that this camera head had cable damaged. Other malfunctions detected were: cable sheath fell off, image was out of frame due to charge-coupled and device liquid ingress. The procedure was a therapeutic resectoscope surgery. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
The returned device was evaluated, and the user's request of ¿cable damaged¿ was confirmed, the sheath of the cable is peeling. Additionally, the device evaluation found the camera cable has fluid invasion and the image is out of frame. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, device evaluation found the camera cable sheath was peeled off and the camera cable was flooded, indicating that the internal image sensor (ccd) likely failed; therefore, failure of the ccd prevented normal communication, presumably resulting in the occurrence of the image abnormality. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "warning" - do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. The following statement is included in the "warnings" section in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscope image or function and it returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report was submitted to provide the results of the investigation.